Manufacturer narrative:
A patient experiencing ineffective therapy was reported to abbott. An additional lead was implanted. Issue resolved. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead migrated, and the patient experienced ineffective therapy. As a result, surgery occurred on (B)(6) 2020 to implant another lead, which resolved the issue.